Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received results of 484 and 500 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The customer only had 2 test strips left, but they were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the 2 returned test strips to read e2. A visual inspection of the test strips showed the reagent to be deteriorated. This could have been the cause of the customer's high results.